Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Both cylinders passed the visual inspection. No damage or abnormalities were found. No leaks were found in the cylinders. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump passed the functional testing. Based on the information available and analysis results, the reported malposition could not be confirmed through device testing. However, the device malposition is a known risk associated with implant of these devices as indicated in the instructions for use; therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to previous malposition of the device. Cylinders and pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to previous malposition of the device. The components were removed and replaced. No patient complications were reported.